Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found partially split in cross direction with metal exposed. The device was connected to the lab usg-400/esg-400 and passed the probe check. The probe unit was inspected under a microscope and found no visual indication of damage. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Olympus followed up with the user facility to obtain additional information regarding the reported event but with no result.

Event description:
Olympus was informed during an unspecified procedure; an ¿open circuit¿ error message was observed with the hand-piece. It is unknown if the intended procedure was completed. There was no patient injury reported.